Event description:
A biomed at a hospital in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the heater head of the iw910 mobile infant warmer was not returned to fisher & paykel healthcare, as it was repaired at the customer facility and put back into service. Results: the customer had reported a cracked upper head case on a mobile unit. Photographs of the damage and the serial number of the unit were requested however these were not provided. Our investigation is therefore based on the information supplied by the customer and our knowledge of the product. A similar complaint was lodged by the hospital in (B)(6) and a photograph was supplied which showed multiple cracks on the left, right and front dome portions of the head upper case. Plastic crazing was evident also on the dome area. During our investigation of this previous complaint it was established that the damage was due to the use of inappropriate cleaning solutions. Conclusion: it is likely that the cracking and crazing observed on the warmer head assembly is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. Our cleaning instructions recommend specific proprietary cleaning wipes. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." In (B)(4) 2010, as part of our ongoing product improvement initiatives, the material of the upper and lower warmer head cases on all infant warmer models was changed to a different material that has greater resistance to environmental stress cracking. (B)(4).